Event description:
Boston scientific crm received info that during the implant procedure, this implantable cardioverter defibrillator (ICD) displayed out of range shock impedance. Initially impedance was 44 ohms with the shocking lead integrity test (slit). When they performed the shock on test they were alerted that they had an open circuit and impedance was >125 ohms. They were unable to induce the pt into ventricular tachycardia. It was unk if the physician burped the port as well as he should have. The physician pulled the device out of the pocket and assessed the setscrews. The distal right ventricular df-1 setscrew had not engaged completely. The tug test on the yoke was performed. They unplugged the df-1 and then reinserted it into the port and tugged on the df-1 pin specifically which was seated well. Slit was repeated and it was good. Then they did the shock on t test again with successful induction and conversion. No adverse pt effects were reported.

Manufacturer narrative:
All available info indicates that the device remains in service. There is no additional info available. If additional info becomes available the pi will be updated.